Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous 90% stenosed left circumflex (cx) artery. A 2.5x18mm xience xpedition was implanted at the lesion. Post-stenting fluoroscopy showed a proximal stent edge dissection. Another xience xpedition stent was successfully implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.